Event description:
The customer reported that they received questionable estradiol results for two patient samples, one in (B)(6), the other in (B)(6). The customer only provided information for the event in (B)(6). Information regarding the event in (B)(6) was requested but not provided. The sample was initially tested on (B)(6) 2014 and resulted as 1347 pg/ml. The 1347 pg/ml result was sent to the physician who did not trust the result. The physician requested a repeat of the sample and the repeat was performed on (B)(6) 2014, resulting as 123 pg/ml. The patient was not adversely affected. The service engineer checked the technical aspects of the system, which were found to be ok. No notable issues were seen with calibration and control data. A specific root cause could not be determined. A possible root cause is improper pre-analytic conditions. It was found that centrifugation conditions were outside of manufacturer recommendations. No reagent issues were evident and no instrument issues were identified. Additional information for further investigation was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).